Event description:
It was reported that the patient presented to the clinic for a follow up. Upon examination, it was noted that the right ventricular lead exhibited increased capture threshold, chronic low impedance, and lead noise. On (B)(6) 2022, the physician performed fluoroscopy examination and found the right ventricular lead was fractured and the atrial lead had insulation degradation. The physician diagnosed the anomalies were caused by clavicular crush. The patient was then referred to an electrophysiologist for further examination. The patient's condition was stable. Related manufacturer reference number: 2017865-2022-06843.

Manufacturer narrative:
Further information was requested but was not received.